Event description:
It was reported that during a surgical procedure, a drill began heating up. The procedure was completed as planned. There was no report of patient or user injury, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation requires.